Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The sensor was worn beyond seven days. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the sensor was worn beyond seven days. It should be noted that the g4 platinum continuous glucose monitoring system user's guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.